Event description:
A ventilator was returned to a third party service center for evaluation. There was no report of patient harm or injury. During the evaluation of the device at the third party service center, an issue with the sensor board was observed. The sensor board was returned to the manufacturer's quality product investigation laboratory for further investigation. The sensor board failure was found to be caused by the mt2 sensor being out of tolerance.